Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative indicating that the cause of the high impedances was not determined and the actions taken to resolve the patient not feeling well after surgery were not known. The patient was reported to be receiving effective therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and non-malignant pain. It was reported that the manufacturer representative was doing a replacement case, and upon interrogating the implantable neurostimulator with the tablet, they saw and elective replacement indicator message, but was able to bypass it and proceed normally. When connected to the new implantable neurostimulator, one side of the lead wasn¿t working due to impedances (all were orange). The lead was checked with a clinician programmer and multi lead trial cable and all impedances were ¿good¿ (12 ,000 ohms, 14,000 ohms, and 18,000 ohms) except for one contact that was ¿high¿. In post-operation, they weren¿t able to program the right side of the lead because of impedances around 30,000-40,000 ohms. The manufacturer representative had attempted to program those contacts, but even at 18 milliamps, the patient wasn¿t feeling stimulation. The manufacturer representative was able to program the left side of the lead and the patient was okay with this and feeling stimulation appropriately. The patient wasn¿t feeling that well in post-operation. The manufacturer representative was speculating that something was wrong with their clinician programmer tablet. It was reviewed that the impedance issues are not likely due to the tablet, and rebooting the tablet was suggested to help prevent the elective replacement indicator message issue and to ensure that all dates are correct on the implantable neurostimulator/tablet when meeting with the patient. The patient was meeting with the manufacturer representative on 2018-mar-12. There were no further complications reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep states the patient is going to have an "upgrade" to a newer model. Rep is not sure when this began, but stated they were notified about a week ago and it is happening just to have the closed loop programming. The rep provided session reports from the last programming session, which notes multiple electrodes as avoid with impedances up to 40,000 ohms.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause (or any contributing factors) of the high impedances was not determined. The physician only decided to replace the battery and did not open the incision to inspect the extensions further. There are plans to refer this for neurosurgery to explore as the patient has a paddle lead. The rep stated that the battery was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.